Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and cassette line of the homechoice cassette during initial drain of peritoneal dialysis therapy. The transfer set was replaced. The patient received prophylactic antibiotic treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.